Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal failed to be recognized when connected to either the universal1 or universal2 of the esg-410. The problem persisted even after switching to a different esg-410. When the rear blue button was pressed while connected, an error-like message is displayed, suggesting the recognition itself may not be functioning properly. There was no procedure related to this event and there were no reports of patient injury or harm.